Event description:
Healthcare professional reported via academic society to company rep against unknown side "infection, redness, fever, swelling, pain, blood test inflammatory findings." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: infection.